Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the latches on the trunk cable connector were broken and there was contamination on the j702 connector on the distribution node (dn) pca board. The cause of the code 204 is the damaged trunk cable connector and contaminated j702 connector. The root cause of the damaged trunk cable connector is physical abuse. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.